Event description:
It was reported that a user treated a low glucose episode with a large amount of syrup at breakfast, which was followed by hyperglycemia to 350 mg/dl. The user then disconnected from the pump and administered a subcutaneous insulin pen dose, consistent with prior awareness that disconnection is required for manual injections. Symptoms included polydipsia, hot flushes/flashes, and headache associated with hyperglycemia reported. Outcomes included successful correction after a manual insulin injection without hospitalization. Investigation included customer care agent case review and user counseling on hypoglycemia treatment. Investigation of this case revealed user overcorrection of hypoglycemia leading to rebound hyperglycemia, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user technique and over-treatment of hypoglycemia; education was provided to use small amounts of sugar every 15 minutes to avoid overcorrections.

Manufacturer narrative:
Initial.